Event description:
Routine complaint investigation when a health care facility reported receiving a high blood glucose result of 400 mg/dl when compared to a laboratory value of 160 mg/dl. These values, when plotted on a clarke error grid fell into the "c" zone showing the difference in the value to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.